Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2025 during a tlif procedure in a mis degenerative case, there was an issue with the hammers. During insertion of the cage, the hammer was used to position the cage in the disc space. The surgeon noticed that the hammer felt strange and upon inspection with the scrub nurse, it was noticed that the shaft of the hammer was broken. This has happened with another hammer in this clinic as well. There was no excessive force or hammering used, the cages was positioned as usual. The surgeon is well trained in the procedure and preforms this surgery several time as a week. No cause for the fracture was found in the surgical procedure. Event was noticed intra operatively, but it is assumed that the hammer was already broken at the start of the surgery. Another hammer was used to complete the surgery. No surgical delay. No patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> a review of the receiving inspection (ri) for hammer, was conducted identifying that lot number e20di0689, was released in two batches. ¿ batch1: lot qty of (B)(4) units were released on jul 27,2021 with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released on aug 23, 2021 with no discrepancies. Supplier : eit emerging implant technologies gmbh. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.